Manufacturer narrative:
Investigation description: complaint confirmed. Alert 41 was active on the device upon power on. The device was disassembled and an extra split lock washer was found on the lead screw nut. This washer likely lodged between the lead screw nut and lead screw stop and caused the ilet to set its home position too early until the washer broke free and allowed the nut to rewind beyond its last known home. All screw locations were inspected, and the washer was determined to be an extra dropped during assembly.

Event description:
It was reported that an ilet user experienced persistent alert 41 indicating an insulin absolute range error when attempting to change supplies, and the alert did not resolve after two device restarts; a replacement pump was arranged and the user was instructed on shutdown and data handling. Symptoms included no reported clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included remote troubleshooting and education, serial number verification, and arrangements for device return and replacement. Investigation of this case revealed an unresolved device alarm related to insulin delivery range, with the specific component and root cause not confirmed due to lack of returned device assessment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.